Manufacturer narrative:
Mechanical lot release values of the lot are in the normal acceptable level and there were no deviations in the dimensions of the anchors. This is the first complaint referring to handle breakages since product was launched in 2002. Handle is designed to be used manually, not with any add'l device. As we haven't received device back for evaluation, the cause of the event can not be evaluated.

Event description:
During a rotator cuff repair, the anchor was implanted into the pt. The handle stuck onto the implant and wouldn't release from implant. During a rotator cuff repair of a shoulder, it was noted that after the anchor was inserted, the disposable driver would not release from anchor. The physician used pliers to remove driver and in doing so, the plastic handle of the surgical site and there were no broken pieces of the handle involved with the pt. No pt injury, no surgical intervention and only a minimal delay with this event.